Event description:
It was reported that a synfix instrument malfunctioned intraoperatively during a 2-level anterior lumbar interbody fusion (alif) procedure. During the procedure, it was reported that the surgeon implanted the device with the synfix-lr synthes quick inserted/distractor (squid). Once the squid was implanted, the surgeon attached the implant holder to the implant and used the holder to clamp the implant in the remaining couple millimeters. The surgeon then removed the implant holder device from the implant and tried to attach the 12mm mini open aiming device. When attempting to attach the mini opening aiming device, the devices would not thread and the surgeon could hear a strong cross-threading metal-metal screeching sound. It was reported that the surgeon was not able to fully seat the aiming device and had difficulty trying to awl the initial holes. The surgeon removed the aiming device then removed the implant using the implant holder. The surgeon then re-packed a new implant with bone graph, and inserted the implant using the squid device. It was reported that the surgeon did not use the implant holder the second time because he felt that the implant holder was causing damage to the threads. The surgeon used new synfix mini-open implant couplings the second time. While going through the instruments during the procedure, the sales consultant noted that two spare synfix mini-open implant coupling instruments and two spare synfix-lr implant holders were damaged. It was reported that the procedure was completed as normal with the absence of the implant holder. There were no fragments remaining in the patient after the procedure. There was a 20 minute time delay during the procedure. The procedure was completed successfully. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the handle aiming device 03.802.202 (lot# 7559945) is visually acceptable, shows no signs of damage, meets the specifications of the drawings, and mates properly with parts 03.802.200 and 08.802.016s. The reported handle aiming device 03.802.202 is part of the synfix-lr system used for stand-alone anterior lumbar interbody fusion procedures. The synfix-lr system includes 5 handle aiming devices (03.802.202, 03.802.203, 03.802.205, 03.802.207 and 03.802.209) color-coded to correspond with the implant height however all of them are of a similar design. 03.802.202 is for use with 12mm implants. The applicable technique guide (reference #(B)(4)) was reviewed. The aiming device is used for positioning of the locking screws either using mini-open instruments (listed above) or standard instruments. The locking screws are installed using the aiming device which ensures appropriated alignment and engagement of the locking heads into the plate. Detailed instructions are provided for proper use of the aiming device, including indications for positioning as well as note for making sure that aiming device is fit snugly against the plate without over tighten. This device was returned with the complaint category of ¿does not fit with other parts¿ as a result of ¿attempting to attach the mini opening aiming device, the devices would not thread and the surgeon could hear a strong cross-threading metal-metal screeching sound. It was reported that the surgeon was not able to fully seat the aiming device and had difficulty trying to awl the initial holes.¿ upon inspection of returned instrument, the handle aiming device 03.802.202 (lot# 7559945) is visually acceptable, shows no signs of damage, meets the specifications of the drawings, and mates properly with parts 03.802.200 and 08.802.016s. The applicable drawings (03_802_203 rev e, 03_802_202_1 rev c, 03_802_202_5 rev b), were reviewed. The drawings call out the appropriated dimensions and device material. This device was manufactured in march of 2014. It is likely that this device did not contribute to this complaint, but given the bent threading of the implant coupling devices, the aiming device may not have been able to be seated due to the threading interactions between 03.802.200 and 08.802.016s. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4) manufactured the 12mm synfix mini-open fixed handle aiming device, p/n 03.802.202 (made from (B)(4)) lot # 7559945. The supplier¿s certificate of compliance (dated march 07, 2014) indicates the parts were manufactured to (B)(4) and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4). There were no material review reports, nonconformance reports or complaint-related issues associated with this lot. (B)(4) parts were released to the warehouse on march 11, 2014. The instrument was manufactured to the synthes (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.